Event description:
According to a translation of the initial report based on a review of medical records, the pt had his bjork shiley convexo-concave mitral heart valve replaced due to a "broken prosthesis with disc migration".